Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with no stent. There was contrast in the inflation lumen and balloon. The balloon and stent were microscopically and visually identified. The stent was not returned for product analysis and the balloon was loosely folded with stent impressions on the balloon. The distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-nov-2016. It was reported that crossing difficulties were encountered. A 32x4.50 rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment. It was further reported that the stent was not intact on the delivery system when it was removed from the patient and dislodged outside of the patient.